Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient had visual disturbances, refractive error. One month after initial procedure, the patient had mild postoperative dryness and visual acuity was still blurry all the time, some days became more bright then others and swollen around left eye. The lens was explanted and replaced with non company monofocal lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).